Manufacturer narrative:
Correction h6: electrical anomalies noted in the initial report b5 should had been coded in h6.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that the patient presented in clinic for a 1 month follow up for a new implant. Upon investigation, the right atrial (ra) lead impedance was found high and out-of-range. Noise episodes and high capture were also noted on the ra lead. X-ray testing showed the lead was in position. The patient presented for procedure on (B)(6) 2020. Once the pacemaker was out of the pocket, the physician performed a tug test on the ra lead. The lead was pulled right out of the header with minimal effort. The physician noted during the initial implant procedure, the patient moved a lot, and the physician had issues implanting. The set screw appeared to be properly screwed in at the time of the initial implant procedure. However, due to the patient's movement, the physician alleged that the set screw was not screwed in properly, and the lead was not tightly secured as a result. The physician alleged this was a result of his error for not appropriately screwing in the set screw. The physician placed the lead back into the header and secured the set screw. The physician did a tug test, and the lead stayed in the header. Impedance was then normal as well as all other tests. The patient was stable.